Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 150 units of insulin. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully with 150 units of insulin and resume insulin delivery.